Manufacturer narrative:
Three days later, the complainant had a fever, complained of chest pain and electro cardiogram (ECG) showed abnormalities. Coronary angiography was conducted the following day and thrombus was observed from inside the implanted cypher to their distal end in the lm to proximal lad. To treat the thrombus, aspiration and plain old balloon angioplasty (poba) were done. Then, an intra aortic balloon pump (iabp) was inserted. Even after the treatment, the patient's haemodynamics were unstable. The patient deceased due to cardiogenic shock. An autopsy was not performed. The physician commented that the possible cause of this event was due to the intravascular volume depletion because of the fever. This event was not related to the cypher's problem defect. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt. This is one of two products used in the same patient that were reported under the following manufacturing numbers 9616099-2007-02279 and 9616099-2007-02280.

Event description:
Nine days after percutaneous coronary intervention, the patient was hospitalized with several new symptoms. Angiography also revealed thrombus within the implanted cypher stents. Following treatment, the patient went into cardiogenic shock and subsequently died. This patient presented to the cardiac catheterization unit for emergent percutaneous coronary intervention due to an acute myocardial infarction. Pci was performed on a de novo lesion in the left main coronary intervention (lm) and the proximal left anterior descending artery (lad) of 40mm in length in a 3.0mm vessel diameter at a bifurcation. The (type c) eccentric lesion was also characterized as ostial. Direct stenting was performed with a 2.5x18mm at 10 atmospheres (atm) followed by a 3.0x23mm cypher stent at 12 atm, proximal to and overlapping the first stent. Post-dilation was done with a 2.5x15mm balloon at 20 atm. Thrombin inhibition in myocardial infarction (timi) iii flows were recorded pre and post-procedure, respectively. Intra-vascular ultrasound (ivus) was not used. The residual diameter stenosis measured 0%. Act was not measured. Intra-procedure medications included heparin 6000 units, aspirin 200 milligrams (mg)/day, ticlopidine hydrochloride 200mg/day and nicorandil 3.6mg/day. Post-procedure medications included aspirin 200 milligrams (mg)/day, ticlopidine hydrochloride 200mg/day and nicorandil 3.6mg/day.